Manufacturer narrative:
B5; additional information received ; it was reported that the patient hospitalization ended 11 days after admission. The patient status is noted as not recovered/not resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the patient presented emergently 10 days post-index procedure due to dyspnea and was then diagnosed with aspiration pneumonia. Antibiotic treatment was administered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1628c156ej, serial/lot #: (B)(6), ubd: 13-aug-2026, UDI#: (B)(4) ; product ID: etlw1616c124ej, serial/lot #: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a aaa. It was reported that 10 days later the patient was hospitalized due to aspiration pneumonia. The event is not resolved. The site assessed the event as not related to the procedure, device or any underlying condition and/or disease. The sponsor assessed the event as possibly related to the index procedure due to the event occurring soon after the procedure, and not related to the device or any underlying condition and/or disease. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received; it was reported that the patient recovered, 11 days post hospital admission. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.